Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that yesterday they noticed their handset powered off because they forgot to charge it. When they powered it back on and connected to the ins, they noticed the therapy was turned off. When they turned therapy on the stimulation level was at 0.4, but they thought it had been at 2.4 originally. The patient tried to increase stimulation, but it would not increase when they tapped on the up arrow. Today the patient also noticed they were peeing a little more than usual. During the call, the agent had the patient connect to the implant and they confirmed therapy was turned on, but stimulation level was at 0.1. The patient got the 'device is not responding' message when they tried to increase stimulation, but agent discovered that this was because the patient was not holding the communicator over the implant when they were tapping on the up arrow. The patient confirmed they were able to increase stimulation to the desired level once they held the communicator over the implant. The patient will maintain stimulation level and increase as needed. The patient had an appointment with their managing healthcare provider (hcp) next week. The patient also mentioned that they had activated MRI mode before calling patient services, and this was because the patient did not know the purpose of MRI mode. The agent reviewed that MRI mode should only be activated prior to an MRI. The patient then mentioned that they have a pacemaker, and they thought they were feeling stuff in their heart when they had MRI mode activated, which they noticed prior to yesterday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.